Event description:
It was reported that the user experienced a low blood glucose episode a few hours after lunch while using the iLet system with a Dexcom G7, after physically strenuous warehouse work; the user treated with oral glucose tablets totaling 7.5 grams, and the lowest CGM value was 67 mg/dL with an estimated duration of 20 minutes. Symptoms included hypoglycemia. Outcomes included resolution with self-treatment and no need for medical intervention. Investigation included user coaching on exercise considerations, counseling to consult the healthcare provider for guidance on staying connected to the iLet during work, and provision of exercise guidance by email. Investigation of this case revealed that the event was consistent with activity-related hypoglycemia without evidence of device malfunction, and the user does not disconnect the infusion set during exercise. It was concluded, based on previously established findings for similar reports, that the cause was physiological factors related to increased physical activity.